Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer didn¿t keep up on maintaining the battery, and moved so they didn¿t have a doctor. As a result the implantable neurostimulator (ins) was overdischarged, and needed to be replaced on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported on 28-apr-2016 that the rechargeable implantable neurostimulator (ins) had been dead for a while and ins replacement was scheduled; the manufacturer representative believed this was just normal battery replacement. It was reviewed that the non-rechargeable ins was likely removed, and the patient likely had the lead, extension, and pocket adaptor connected to the rechargeable ins. It was also reviewed that the current extension would not be able to connect with an mltc; it was suggested that they could test the pocket adaptor and then replace the pocket adaptor and extension if there were any issues. The manufacturer representative later reported on 28-apr-2016 that they did not know if the rechargeable ins was dead or not; the patient was just added to the manufacturer representative¿s schedule by the office for a replacement. Additional information received from the manufacturer representative later reported that the rechargeable ins was still implanted, but there was no response from the rechargeable ins. It was noted that the patient had not charged in over 6 months. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the case was cancelled due to the patient¿s labs on (B)(6) 2016 and the healthcare professional was going to send the patient for paddle lead placement to replace existing leads. Additional information received from the manufacturer representative on 18-may-2016 reported that no further interventions had been taken and the case was not rescheduled at this time. There were no reported patient symptoms. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.